Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. Identification of the issue has been done by analyzing problem description and service report. The device's logs were not attached.the issue was decided to be reported based on available information as defective air gas module may lead to stop of ventilation, low o2 or high pressure. According to the information provided by the technician, the air gas module was identified as faulty and its replacement is necessary. Defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.